Event description:
The hospital reported that during a coronary artery bypass graft procedure, hemostasis could not be acheived with two heartstring seals. A third seal was used to complete the procedure. No pt complications were reported by the hospital. Cracking of the seal was observed on one of the returned devices. These failure modes have been determined to be reportable malfunctions.